Event description:
A caller reported that the t:slim x2 pump battery was not charging and there was a power source alert identified as alert 07 in the pump history. There was no adverse impact to the customer¿s blood glucose level. After leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, the pump began charging using original charging supplies, and no further assistance was required.